Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3887-28, lot# l73308, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-28, lot# l72410, implanted: (B)(6) 2000, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable pulse generator (B)(4) found no significant anomaly. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 956. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2014. The device was recharged for 29 minutes. The battery level remained unchanged at 3.465v; this is the longest of the 5 recorded patient recharge sessions. In all 5 the battery voltage never increased. The battery discharged to the lock mode on (B)(6) 2014. The ins is at eri. A normal recharge started automatically after a physician mode recharge. The recharger had full coupling with approximately 1cm of space between the antenna and the ins. The ins recharged for 5 hours and 43 minutes from 2.080v to 4.020 v.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was doing well without issues post replacement. It was noted the patient's stimulator had been unable to turn on or communicated with. It was reported the stimulator had stopped working and was unrecoverable. It was noted the battery depletion was normal. It was reported there was no patient death or serious injury and the patient recovered without sequela. It was noted the stimulator stopped working after hitting its nine year mark.

Event description:
It was reported the patient¿s stimulator died and could not be read. It was noted the stimulator was planned to be replaced. It was reported the device was at end of service (eos). It was noted the patient was having recharging difficulties and may have let it die.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.